Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Hip dislocated. Dr. (B)(6) removed size 54 tritanium hemi primary cup, size 36e 10 degrees liner and 36 +0 biolox ceramic head and replaced with 56 tritanium hemi primary cup, a size e mdm liner with a size 28 +4 head for better stability.